Manufacturer narrative:
Additional information was received on october 5, 2023. The devices, originally reported as unknown gel, were clarified to be unknown saline. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on february 22, 2024. Explant was performed on an unknown date. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness/deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old african american female who had unknown mentor gel implants placed experienced right sided rupture and several unexplained systemic symptoms post procedure. Unspecified skin changes, fatigue, soreness, weakness, and difficulty concentrating were noted. The root cause of the patient¿s symptoms is unclear. The rupture was diagnosed through mammography. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2021-12255 for contralateral prosthesis report.